Event description:
It was reported by the distributor that the siderail lock pin was not functioning, possibly resulting in a false latching situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.